Event description:
Allegedly after the revision of a natural knee we implanted an size 3 left with a 13mm proximal stem extension. 3 days postop the distal femur was broken across the lateral condyle. That was the reason, the stem was impacted ca 3 cm into the distal femur. After distraction for reposition the stem was without contact to the femur in the distal femur, ca 30mm proximal of the femur. Activity level: in bed.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00689, 00693. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: user error contributed to event. The complaint was reviewed and analysis showed no trend for item/lot. Radiographs were provided and photographic images were made of the returned product. (B)(4): evidence that product in specification when used.